Event description:
During an inspection, the technician reported the eye shade of the operation microscope was deteriorated. The customer did not report any device malfunction(s). No patient was involved in this event. During the evaluation it was found that the eye shade was deteriorated. This medwatch report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. It was found that the eye shade was deteriorated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due long-term use and handling. Olympus will continue to monitor field performance for this device.